Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs alleging a damaged display on the one touch ping meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The pt denied any meter trauma. The meter was replaced. The complaint is being reported due to damaged display.